Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The device does not have a repair history. The root causes could not be identified. Based on the investigation results, the probable causes are shown below: in light of the fact that the indication phenomenon was not reproduced at the repair inspection, the cm board temporarily got abnormal due to improper use conditions, or accidental failure in the parts on the cm board temporarily caused the device to get at the abnormal state. An excessive force was applied to the scope cable by forcibly bending, pulling, twisting or crushing it due to the improper handling by the user. The device was used under the conditions deviating from the use/operating environment due to the improper handling by the user. The switch was pushed with a sharpen/hard object due to the improper handling by the user. Hard products or abrasives were used to wipe dust off a front panel due to the improper handling by the user. The instructions for use includes the following statements: for preventing power switch and foreign objects in the scope connector socket: do not use a pointed or hard object to press the buttons on the front panel and/or keyboard. This may damage the buttons. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. For rust in the internal case: transportation, storage, and operation environment¿ on page 378 and specifications on page 379. Otherwise, improper performance, compromised safety and/or equipment damage may result. For fading of front panel labeling: do not reprocess the videoscope cable connector socket, the terminals, and the ac mains power inlet. Reprocessing them can deform or corrode the contacts, which could damage the video system center. When the video connector socket is soiled with debris, thoroughly wipe off all debris and dry it completely. Otherwise, cross-contamination may result. Do not soak in water, autoclave, or gas sterilize the video system center and accessories. These methods will damage them. Do not wipe the external surface with hard or abrasive wiping material. The surface will be scratched.

Manufacturer narrative:
Due diligence is executed for this event. The device has been returned and a device evaluation completed for it. Device manufacture date is not known. The user¿s complaint of the b40 error received was not confirmed. Upon inspection and testing, the device was unit burned in for over 2 hours with our test light source and with test scopes. B40 error did not occur during testing. The b40 error occurs when the device does not recognize the cm board in the main unit. Thus it indicates a cm board failure. Cm board and internal memory are observed to be functioning normally in the device. Other incidental findings were corrosion on the inner casing, debris in the video connector causing flickering image, illegible front panel labeling, and dented main switch.

Event description:
As reported for this event during set up for a diagnostic procedure, a b40 cv malfunction error was displayed on the monitor for the device when turning the device on. There is no patient involvement. The device was inspected and no damage or abnormalities were observed. The settings on the device are unknown. The connection was secure. There was no damage to the cable and no lint, dust or any foreign objects were observed on the electrical contacts.